Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery was not detected in battery compartment b. There was no report of patient involvement.